Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) chamber, (B)(4) breathing circuit and (B)(4) nasal cannula were all received for evaluation. The complaint devices were visually inspected. Results: no occlusions or damage was found in any of the returned devices. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with any of the returned devices. The customer informed us that they have had no further problems of this nature. Despite a request for more details, we did not obtain any further information and are thus unable to determine what could have caused the problem as reported by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the (B)(4) chamber state the following: -"set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that a water bag burst while in use with an mr290 autofeed humidification chamber, an mr880 heater base, an rt241 breathing circuit and an opt844 nasal cannula and that the chamber then began to leak. No patient consequence was reported.